Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 24-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 41 year-old female patient who had essure inserted (lot no. 0000255433 / he011pv) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted (intra-uterine). On (B)(6) 2017, 170 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy blood loss during my periods"), dyspareunia ("discomfort during sexual intercourse and intense pain"), pruritus ("itching all over the body"), fatigue ("immense general fatigue"), depression ("depression"), myalgia ("muscle pain"), disturbance in attention ("difficulty concentrating"), migraine ("migraine"), visual impairment ("vision problems"), tendonitis ("tendinitis"), neck injury ("neck problems") and dyspepsia ("digestive disorder"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal). At the time of the report, the dyspepsia was resolving and the pelvic pain and heavy menstrual bleeding had resolved. The outcomes for dyspareunia, pruritus, fatigue, depression, myalgia, disturbance in attention, migraine, visual impairment and neck injury were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, depression, myalgia, heavy menstrual bleeding, disturbance in attention, migraine, visual impairment, dyspareunia, tendonitis, neck injury, pruritus or dyspepsia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-oct-2022. The most recent information was received on 11-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 41 year-old female patient who had essure inserted (lot no. He011pv) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted (intra-uterine). On (B)(6) 2017, 170 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy blood loss during my periods"), dyspareunia ("discomfort during sexual intercourse and intense pain"), pruritus ("itching all over the body"), fatigue ("immense general fatigue"), depression ("depression"), myalgia ("muscle pain"), disturbance in attention ("difficulty concentrating"), migraine ("migraine"), visual impairment ("vision problems"), tendonitis ("tendinitis"), neck injury ("neck problems") and dyspepsia ("digestive disorder"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal). At the time of the report, the dyspepsia was resolving and the pelvic pain and heavy menstrual bleeding had resolved. The outcomes for dyspareunia, pruritus, fatigue, depression, myalgia, disturbance in attention, migraine, visual impairment and neck injury were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, depression, myalgia, heavy menstrual bleeding, disturbance in attention, migraine, visual impairment, dyspareunia, tendonitis, neck injury, pruritus or dyspepsia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Lot # 0000255433. Report the cioms is invalid. Lot number: he011pv. UDI: (B)(4). Production date: 2016-01-28. Expiration date: 2019-01-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-nov-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.